Event description:
Customer reported a button error on the insulin pump. No further information reported.

Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window.